Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt's recharger is "broken" and needs to be replaced. The rep clarified that the pt's recharger is not charging at all. Per rep, none of the lights come on or anything. Rep stated they have completed all troubleshooting with pt on the phone and have been unable to resolve. Rep stated recharger is not charging on dock despite dock being plugged into charging cord (confirmed using correct charging cord with dock), and green light being present on docking station to indicate dock is getting power. Rep stated they want recharger replaced as they want to get pt a new one promptly. Additional information was received from a manufacturer representative (rep). The rep called back with external device sn's and requested a replacement recharger for patient. Rep confirmed patient address. Emailed replacement request to repair. Emailed updated address to prs. Rep called back in regards to this case as they think the docking station is the issue, not the recharger. Rep requested a new docking station and confirmed patient address. Re-opened and re-assigned case to send email to repair for replacement docking station.